Event description:
The customer reported that less than 3 cc of a red tinted fluid leaked from the coulter lh 500 hematology analyzer right hand side while running quality controls (qc). Hgb was out on the high side on 5c abnormal high control and on the edge on normal control. There was no biohazard exposure to mucous membranes or open wounds. No erroneous results were generated for this event.

Manufacturer narrative:
The field service engineer (fse) found a hole in blue stripe I-beam tubing at pinch valve (pv49) connecting feed-thru fittings, ff183-ff173 and replaced tubing to resolve issue. Fse then performed verification of instrument to meet the specified requirements per established procedures. (B)(4).